Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a peripheral intervention procedure a balloon rupture occurred. The 100% stenosed lesion was located in the moderately tortuous and severely calcified left superficial femoral artery. The 5.0 x 40mm sterling monorail balloon dilation catheter was used for predilation. The balloon ruptured during the initial inflation. The procedure was completed with a different device. No patient complications were reported and the patient status is listed as good.